Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: (B)(4), model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation. X-ray was taken and revealed that one of the leads had migrated. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively.